Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv2.5 was not infusing when connected to the patient line. This occurred during patient infusion with fluorouracil and sodium chloride. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual and functional leak testing did not reveal any abnormalities. The reported condition of no flow could not be confirmed, as flow was noted during testing. Should additional relevant information become available, a supplemental report will be submitted.